Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the implantable pulse generator (ipg) had flipped around in the ipg pocket. The patient underwent a revision procedure where the ipg was repositioned. The patient was doing well post-operatively.